Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager (srm) adhesive had come off. The reporter requested a full diagnosis of the srm with parts replacements if needed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager (srm) adhesive had come off. The reporter requested a full diagnosis of the srm with parts replacements if needed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) hasp had felled off and rm plate was peeling away from the refrigerator. A field service engineer replaced the hasp and rm plate to resolve the issue. The system functioned as intended after the field service engineer repaired the device.